Event description:
Neonatal transport isolette/oxygen delivery-blender device failed during (and prior to) neonatal intensive care unit (nicu) transport. This caused inability to bringing patient back on a low fio2/low flow nasal cannula, which was current therapy ordered. History of event: blender alarm noted upon initial assessment around 10:00 am-prior to leaving the facility on transport. Three additional rts evaluated the blender alarm and came to the conclusion that biomed needed to be involved. Biomed was not immediately available, so engineering came immediately and then was able to involve biomed after further assessment. One of the air regulators was found to have a large leak no matter what troubleshooting was completed.